Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level and trace ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address elevated bg. Reportedly, the cause for the reported bg was unknown. Customer suspected not delivering a meal bolus was a potential cause. The customer reverted to an alternate method of insulin therapy.